Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 420 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that their blood glucose levels are harder to control. The customer mentioned that they had to change their sets four times and been reverting to manual injections. The customer stated that they will call back to troubleshoot once they are home. The customer did not return the product back for analysis.